Event description:
Pt rotator cuff was repaired using a fastin rc with panacryl in 1999. After 3 to 4 weeks pt had post op pain. Pt was just starting rehabilitation. They waited till 1999 to scope the area and found that one suture was broken and the other was floating around the joint. The anchor was still implanted.